Event description:
It was reported that the right atrial (ra) lead was an attempted implant due to placement difficulties, high impedance measurement, and helix mechanism issues. It was noted the physician placed the lead in the atrial appendage and extended the helix. Fluoroscopy confirmed the lead held its position during stylet removal. When lead testing was performed through pacing system analyzer (psa) an impedance of 1800 ohms was noted and suggested the helix may have retracted. Fluoroscopy confirmed that the helix was in a retracted position. The lead was repositioned and the same helix retraction post extension was observed a further three times. The physician requested a new lead which was handed over. This new ra lead exhibited the same behavior on the first deployment with high impedance measurement and helix retraction issues, however on the second attempt after 12 to 15 turns, the new lead was successfully positioned without any further issues. The attempted lead will not return for analysis due to the lead was disposed of. No adverse patient effects were reported.